Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer were dispatched to emergency medical services on (B)(6) 2022 due to low blood glucose. Customer's blood glucose was 20 mg/dl and the current blood glucose was 183 mg/dl. Customer treated low blood glucose with food and glucose tablets. Customer stated symptoms related to low blood glucose that was shaking. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. It was unknown if the auto mode feature was active or not at the time of incident. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.